Event description:
While using a byte night aligner, patient had removed the night aligner in the morning and felt a crack; then went to brush their teeth and crown to #7 (#7 is an implant) came out due to movement. Patient was advised to discontinuer aligner use and to see dentist to evaluate implant.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.